Event description:
Hospital ICU personnel responded to a patient in cardiac arrest. According to the reporter, the device twice would not defibrillate the patient. This opinion is based on the statement by the operator that the device "did not fire". A backup device was immediately called for, used, and the patient was resuscitated.